Event description:
Customer reports, the clamps in these trays are tearing the vessels. The doctor was performing a catheter insertion on a 37 week old baby when the clamps tore the vessel. The doctor was able to cut down lower on the umbilicus and insert the catheter using other clamps. The baby is fine.